Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. Reprogramming cleared the diagnostics. Upon reinterrogation of the device an hour later, the pulse generator exhibited another diagnostics anomaly. No medical intervention was performed; the patient was gone. No patient symptoms were reported.